Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was tightly folded. There were numerous hypotube kinks. The hypotube was separated 84.5cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating. The reported break was confirmed; however the difficulty crossing a stent could not be confirmed as the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 30jan2020. It was reported that shaft damage and crossing difficulties were encountered. The 79% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 3.50mm x 20mm nc emerge catheter was advanced but could not pass through a newly placed stent. After more than five attempts the mid shaft got damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed a shaft detached/separated.